Event description:
A customer reported that a system message displayed, indicating footswitch issues during a cataract with intraocular lens implant procedure. The case was able to completed with the same system and footswitch. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. The customer ordered a new footswitch. The footswitch was received and a visual assessment of the returned sample did not reveal any nonconformity. The returned footswitch was installed in a calibrated system and passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this system or footswitch. The root cause cannot be determined conclusively. (B)(4).